Event description:
It was reported that during a case, the handpiece did not home. It was tight to set up. A spare was swapped in to allow the case to quickly proceed. No surgical delay or patient injury was reported. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. It was reported that the handpiece did not home during the case. It was tight to set up. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found no similar reports, this issue will continue to be monitored. The visual/functional investigation found that: the drill guide support was bent in and it was very difficult to push the proper sized pin gauges through. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.